Event description:
The accounts engineer stated the techs have done a mod on the brake detent and it has broken. The brake would not hold.

Manufacturer narrative:
The accounts engineer replaced the brake detent to repair the bed.